Event description:
Customer called in to report that bg was high and that they gave insulin, but the bg level did not go down. The customer questioned whether the pod was delivering insulin. Customer tried another pod and had some resistance. Informed the customer not to use that pod. An add'l pod was started and applied. Everything was then ok. No further problems.

Manufacturer narrative:
The eval indicates that a retainer allowed a component to move resulting in damage which prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurised. The user is instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.